Event description:
It was reported that the stent was not fully opposed to the vessel wall and subacute stent thrombosis occurred. The 90% stenosed target lesion was located in the moderately calcified popliteal (pop) artery to the ostium of the superficial femoral anterior artery. A non boston scientific device was placed over the entire pop, and a 6x120 eluvia stent along with a 6x40 eluvia stent were deployed in the middle of the pop to the ostium of the sfa. It was observed that the stents were slightly poorly opposed due to calcium on the distal side. One week later, subacute stent thrombosis was confirmed. In addition, calcification was observed in the distal sfa. Balloon dilation was performed with a peripheral cutting balloon and a non boston scientific balloon. One week after the second procedure, a non boston scientific endoprosthesis was implanted. The patient is in currently in good condition.